Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected did not reveal any abnormalities. Functional testing revealed during the first ablation injection pressure and flow were monitored. The injection pressure was found to have elevated levels which is indicative of an occluded injection line. The device passed the second ablation attempt with no issues. The device was dissected and found to be within specification. The reported allegation of temperature issue was confirmed, and the root cause was traced to device design. An increased injection pressure would restrict the flow of coolant in the balloon, and thus the catheter's ability to cool properly.

Event description:
During an atrial fibrillation (a fib) procedure a polarxfit was selected for use. During ablation the temperature never goes under -24 degrees despite good contact to the tissue. The catheter was exchanged, and the procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure a polarxfit was selected for use. During ablation the temperature never goes under -24 degrees despite good contact to the tissue. The catheter was exchanged, and the procedure was completed without any patient complications.